Manufacturer narrative:
Received sample in opened packaged. The reported issue was confirmed; however, the cause is unknown. Per visual evaluation, a white plastic like material was noted on the sample received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that a white plastic like material was found by the patient after the removal of the device. The device was placed in the patient for renal biopsy. The device was removed 15 minutes after placement because the patient complained of pain. After removal, she went to the toilet and found a white plastic like material when she wiped her vulva. According to the facility, no plastic like material was found during insertion or removal. The doctor confirmed there were no damages on her vulva or urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a white plastic like material was found by the patient after the removal of the device. The device was placed in the patient for renal biopsy. The device was removed 15 minutes after placement because the patient complained of pain. After removal, she went to the toilet and found a white plastic like material when she wiped her vulva. According to the facility, no plastic like material was found during insertion or removal. The doctor confirmed there were no damages on her vulva or urethra.